Event description:
It was reported that loss of capture and decreased sensing which resulted in undersensing were observed on the right atrial (ra) lead. An x-ray was performed and dislodgement of the ra lead was confirmed. An attempt to reposition the lead was performed, however, loss of capture, failure to sensing and decreased pacing impedance occurred. The ra lead was explanted and replaced to resolved the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of failure to capture, failure to sense, low pacing impedance and undersensing were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. An internal short was found due to the over torqued inner coil in the connector region. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.